Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 130 mg/dl.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture on the keypad traces. No button error alarms were noted during testing. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.